Manufacturer narrative:
(B)(4). It was reported that the dilator tip was damaged. One sample was returned for evaluation. Visual inspection of the returned sample identified signs of use, including the presence of biological material. The distal tip of the dilator was observed to be split and folded. Microscopic examination confirmed the damage and revealed associated stress markings. Dimensional inspection was performed, and all measurable parameters, including overall length and outer and proximal inner diameters, were found to be within specification limits. The distal inner diameter could not be accurately measured due to the extent of the damage. Functional testing was conducted by advancing a guidewire through the dilator. Despite the observed damage, the guidewire passed through the lumen without resistance. A device history record (DHR) review was performed, and no manufacturing or quality-related issues were identified. A review of product drawings and instructions for use (IFU) identified precautions regarding the use of excessive force during insertion, as this may result in component damage. The reported failure was confirmed based on the condition of the returned sample. However, the root cause could not be determined. F urther investigation has been initiated within the teleflex quality system to better understand this observation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the dilator is too soft. There was no reported patient harm or injury."